Manufacturer narrative:
Additional information received that at the latest follow up the device was interrogated and the patient was discharged.

Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
Boston scientific received information that during a follow up of this implantable cardioverter defibrillator (ICD) there was telemetry interference reported and it was not possible to interrogate the device. At this time the device remains implanted. No adverse patient effects were reported.